Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (cannot run detect and treat) was confirmed. As received, the monitor faild incoming functionality testing. Upon evaluation, there was extensive physical and contamination on the computer/analog (ca) board. In addition, the monitor casing and belt connector showed signs of physical abuse. Due to the extent of the damage, the root cause of the damage cannot be positively identified. The root cause for contamination is the ingress of an unknown contaminant. There was no death or adverse event associated with the monitor malfunction.

Event description:
(B)(6) 2021 resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form was located, and acknowledgements 1, 2, and 3 could not be located. A us distributor returned monitor sn (B)(4) and reported that the monitor failed incoming functionality testing.